Event description:
Device 2 of 3: MFR reference report: 1627487-2019-03489, and 3006705815-2019-01003. It was reported that the patient did not have adequate relief from therapy. The system was explanted on (B)(6) 2019. Issue resolved.